Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Patient code: no code available for surgical intervention/additional procedure . The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the patient¿s blood pressure shot up from 101 to 180 after the product was administered. A beta blocker was given to bring it back down. Nothing was added to the saline rinse and the physician used the antibiotic beads on the wound site. No additional patient consequences were reported.